Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for eval.

Event description:
Blood leakage from the vein branch, at the olive connection between the catheter and the extension branch. The catheter was placed in 2005 and used until (2006) without any problem. Catheter was removed eight months later.